Manufacturer narrative:
Implantation took place between (B)(6) 2006 and (B)(6) 2007. The IFU at that time recommended that the cortical bone on trapezium should be removed. According to the x-ray pictures in the article this was done in all three cases. As a consequence the fixation of the screw in trapezium was inadequate, the screw was only fixated at the tip. The movement of the screw caused pain. In other cases from that time removal of just the screw gave pain relief within a week. The IFU was changed in q3, 2007. Persistent pain probably caused by poor fixation of the screw in trapezium due to removal of cortical bone. (B)(4).

Event description:
(B)(6) reported 3 cases of explanations of cmc spacer due to pain (B)(4). All three pts underwent a tendon interposition surgery and all pts reported improvement in symptoms. The spacer was well integrated. The authors claims a foreign body reaction toward the spacer material. Pt 3 was explanted 8 months post-op. (B)(4).